Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material remaining inside the lg-lens could not be identified. However, it¿s likely the cause is related to humidity invading the lg-lens which led to corrosion occurring by physical stress applied to the distal end such as hitting and dropping and/or the lg-lens glue peeling off by chemical stress such as chemical solutions used for the device. The event can be detected by handling the device in accordance with the following section of the instructions for use: the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿adjust cable pulls¿ was confirmed. The following findings were also noted during device evaluation: due to damage on bending tube, bending angle in up direction does not meet specifications, leak due to scope-body has a crack, due to damage on up/down knob, water tightness is lost, flexibility adjustment ring has a scratch, air/water cylinder has a scratch, suction-cylinder has no color, switch box has a scratch, label on scope-connector is damaged, plug unit has a scratch, due to discoloration of light guide lens, illumination is uneven, light guide bundle has breakage, and slipping down, light guide lens has a chip, and connecting tube is snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope adjust cable pulls. Upon inspection and evaluation, light guide lens has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.